Event description:
Product analysis (pa) was completed on the returned generator. The reported allegations of ¿increased seizures¿, ¿change in seizure pattern¿, and ¿increased seizure intensity¿ cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The reported allegation of ¿premature end of life (eol)¿ was not duplicated in the pa lab. The battery, 2.856 volts (ifi range 2.41v - 2.74v) as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 79.694% of the battery had been consumed. Pa worksheet was reviewed and no anomalies were found. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received into product analysis and is currently ongoing. No additional relevant information has been received to date.

Event description:
It was reported by the patient's mother that the patient was having an increase in seizures. Clinic notes for the patient were then received in which it was indicated that seizures were reported and more frequent and harsher. Implant card for the patient was received that the patient had a prophylactic battery change. No product has been received to date. The device history records for the device were reviewed. The generator passed final quality and functional specifications prior to release. No additional relevant information has been received to date.